Manufacturer narrative:
Qn#(B)(4). The customer returned one PICC for evaluation. The catheter body was returned and appeared to be intentionally cut, the separated piece was not returned. After failing functional testing, the catheter was microscopically examined. A small separation/hole was detected in the extension line adjacent to the luer hub. The overall catheter body length measured 13" which indicates that 9.875" of the catheter body was not returned per product specification. The catheter body appeared to be cut short during the procedure. The outer diameter of the extension line measured 0.097" which is within specifications of .093-.097" per product drawing. The inner diameter of the extension line measured to be 0.059" which is within specifications of 0.055-0.059" per product drawing. The catheter was initially flushed using a lab inventory syringe to ensure no blockages were present. The catheter was unable to be flushed, a spring wire guide was inserted through the catheter and dislodged biological material near the distal end. Once the biological material was flushed, no issues were detected. The distal end of the catheter was then occluded, and the lumen was pressurized using a lab inventory syringe. When the line was pressurized, water leaked from the junction of the luer hub and extension line. A manual tug test confirmed the extension line was fully secured within the luer hub. A device history record review was performed, and 4 potential relevant findings (internal non-conformances) were identified from the finished catheter lot. However, 3 of the non-conformances are related to the coating of the catheter, 1 is related to the quantity of samples submitted to qc and the issue identified in this complaint is related to the subassembly molding process of the extension line to the luer hub. The coating process and qc/quantity are unrelated to the molding of the components and unlikely to affect these portions of the device; therefore, these findings are deemed not relevant to this complaint issue. The IFU provided with this kit warns the user "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. The extension line contained one small hole adjacent to the luer hub. Due to a rising trend of extension line/luer hub leaks, a CAPA has been previously initiated to further investigate this issue. The corrective actions associated with the CAPA were implemented in october 2019 which is after the manufacture of this device in november 2018.

Event description:
The customer reports that the PICC fractured in area where the extension tubing meets the pink hub and started leaking. Therapy delayed without incident. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the PICC fractured in area where the extension tubing meets the pink hub and started leaking. Therapy delayed without incident. No patient harm reported.